Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of over 600 mg/dl. Customer states they had symptoms like thirsty and kept drinking and drank a bottle of water couldn't keep it down had blurred vision and she was not able to get any food down and the customer was treated with pen. Customer's current blood glucose value was 90 mg/dl. Troubleshooting was performed for delivery anomaly. The product was not returned for analysis.